Event description:
No blood glucose levels reported. The customer reported being hospitalized due to diabetes ketoacidosis. The customer declined to provide further details as she was busy. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.